Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, hypersensitivity reaction (pt: injection site hypersensitivity) was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for belotero balance lidocaine lot number 326085/1 was reviewed. A lot search was conducted on the reported lot and no similar events were noted. Nonconformance was noted to this lot, but none that would have contributed to this event.

Event description:
This spontaneous report was received from a costa rican physician and concerns a (B)(6) (ambiguously reported as (B)(6)) female patient. She was injected with belotero balance lidocaine, into the right side of the lip, on (B)(6) 2022. Batch number was reported as 326085/1 (expiry date 01/2023). A lot search in the global safety database was conducted. Needle used for injection was a 31g needle. On the same occasion, the patient was injected with belotero volume lidocaine, into the suborbicularis oculi fat (soof). The batch number was reported as 557169/1. The patient was treated with fillers to treat a sank in the lip and cheek caused by scleroderma disease. She had no disposition to lymph drainage problems or known allergies. The patients medical history included escleroderma and sjogren (reported as sjorgen) hypothyroidism. Concomitant medication included arava, plaquinol, vitamins (e, b12, c, e), omeprazole, montelukast, loratadine and contraceptive. The patient was injected with juvederm, in 2018 and 2019 and had no complications in the past. On (B)(6) 2022, immediately after the belotero balance lidocaine injection, the patient experienced that the skin close to the application site turned red. The physician send the patient under his medical observation, to the hospital. After one hour, the patient experienced a hypersensitivity reaction (also reported as an allergic reaction) to the hyaluronic acid on her lip. In 2022, the physician performed an ultrasound and discarded vascular compromise and the patient had no necrosis. The physician applied an emergency medical procedure to avoid an anaphylactic shock and prescribed steroids and antiallergics for 7 days. As reported, the patient did not present any allergic reaction to the belotero volume lidocaine treatment. She was not hospitalized and received no systemic antibiotics. At the time of this report the patient was taking steroids and an antiallergic treatment. The outcome of the event was reported as resolving. In the opinion of the reporter the event was of moderate intensity, not life threatening, not permanent, related to belotero balance lidocaine and not to the incorporated local anaesthetic. As reported, the event was not related to the belotero volume lidocaine treatment. Follow up information was received on (B)(6) 2022: the batch record review was received and the lot number for belotero balance lidocaine was confirmed as (B)(4) (expiry date 01/2023).